Event description:
It was reported that during the implant procedure, first dft performed and vf was failed to be terminated. The lead was then being repositioned again. However, in the process of repositioning, the lead's helix was not extended out despite of many turns made in clock wise manner. We requested the implanter to test the lead again when it was taken out from patient's body, the helix was still remained inside the lead without able to be extended out. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor fracture (overstress). The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. Upon inspection, it was noted that the distal conductor of the lead was fractured (overstress) and distorted. Upon visual inspection, it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil. Upon visual inspection, it was noted that the lead was damaged during the implant process.